Event description:
Orig. Surg 2002. This pt had a uni-cameral bone cyst in their right os calcis. Cystic lesion and contents explored. Histology report confirms that no tuberculosis was cultured subsequently. Cavity filled with allomatrix injectable putty. The cyst has recurred with complete resorption of all the allomatrix and now has a fracutre of the surrounding bone. Re-graft of cyst using iliac bone autograft.